Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The analyst noted that on (B)(6) 2015, the lv pacing impedance rose to >3000 ohms from a baseline of 266-342 ohms. (B)(4).

Event description:
It was reported that the patient experienced stimulation, and the lead alert triggered. The left ventricular (lv) lead exhibited high impedance when in bipolar configuration. The lead was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead exhibited high threshold values. The lead was confirmed to have fractured, and was capped and replaced. No patient complications have been reported as a result of this event.